Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v817056, implanted: (B)(6) 2011, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that patient had stimulation in the wrong area, between their rectum and scrotum. Six months prior to this report the patient lost relief. The patient had met with a manufacturing representative a couple weeks prior to this report for reprogramming. It was unclear if the patient had a 50 percent or great symptoms reduction. During the reprogramming, the patient switched groups. The patient later reported they were still having concerns regarding their device or therapy, but they were working with their healthcare professional (hcp) or a manufacturing representative. The patient stated the device was not working properly and it was not giving them the stimulation in the proper area. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.